Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product:addrl1 ipg; implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the right ventricular (rv) lead displayed variable thresholds and there was loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.